Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m214196 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190j-000 / lot m214196and test base part number 190-430 / lot m214196. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m214196 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Model #: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. The patient tested positive with the ID now covid-19 assay performed on a nasal sample using a copan nasopharyngeal swab. Confirmation pcr testing was performed (platform and sample type unknown) and generated a negative result. Antigen test was performed (brand unknown) and generated negative result. The patient was reportedly diagnosed with covid-19 about six months ago. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.